Event description:
The customer felt that the insulin pump was not delivering insulin correctly as she experienced high blood glucose levels all day on saturday. The customer did not have any supplies with her at the time of the call. Advised the customer to call back at her convenience to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.